Event description:
The user facility reported a 51 year-old male was implanted with an impella 5.5 device mechanical circulatory support. It was reported that a hematoma developed overnight during support. The patient was taken for swan placement and debridement of the axillary site. The patient complained of ¿a lot of pain¿ at the insertion site after having hematoma evacuation. Additionally, it was reported that the red plug by the purge system broke. A bypass was performed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the reported access site bleeding/hematoma and the broken purge sidearm has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause of the access site bleeding was unable to be determined as no product was returned for analysis. The root cause of the purge leak was unable to be determined as no product was returned for analysis so the location of the leak could not be identified. The purge leak occurred beyond the 5.5 design life of 60 days. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.